Event description:
It was reported that the pump history was missing data despite being in use. There was no reported impact to customer's blood glucose. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.